Event description:
It was reported the patient had a fever and experienced warmth and swelling at the ipg site. The patient went to the emergency room where the physician prescribed antibiotics. The physician did not suspect an infection and diagnosed a normal reaction to the implant. Follow up revealed the patient is no longer experiencing swelling and warmth at ipg site. Note that no cultures were taken.